Manufacturer narrative:
D9 - date returned to mfg: 2/4/2025. Two photographs were provided by the customer, unable to determine reported complaint from the photographs provided. Received two used d1000 tegos for inspection. Excessive seal tearing was found on each of the tegos. The reported complaint of the tego damaged can be confirmed. The probable cause of tearing on the top silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. This was part of a corrective and preventative action (CAPA).

Event description:
The event involved a tego connector where it was reported patient was an inpatient @ rph. Came back with x1 tego broken. Changed tego before treatment. The events were noted during use on patient, and it was unknown how long it was use and with no medication. Someone became aware of the event when tego observed by clinical staff as part of dialysis procedure. The set were not reprocessed or re-sterilized prior to use. There was patient involvement, there was delay in therapy, no adverse event and no one was harmed as a result of the reported event.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown.